Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that during the eec operation a broken part was left in the oral cavity. This missing/broken part was found by using a x-ray and removed from the patient. The surgical delay is unknown.